Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The failure mode was changed from optical signal issue to positioning issue after data log review confirmed the clinical report that repositioning the pump resolved the complication. Product was not returned for investigation. Data logs were reviewed and the reported sensor issues on 10/17 were confirmed. Several times throughout that day, signal not reliable (snr) dropped to zero and contrast also dropped while gain, lamp, and light were unaffected. Based on clinical details and data logs, the root cause of the positioning issues was determined to most likely be a use issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump lost optical signal. Despite this, support was able to continue using the implanted pump. No patient harm resulted from the event.